Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. Upon investigation the monitor would was resetting. The cause for the failure was isolated to liquid contamination on the j101, j1003aa, j1000 and table board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to power on.